Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned a photo and (3) loose 3/10cc, 6mm syringes. Customer states that the very first scale mark (zero point) is not printed. The photo and returned samples were tested and no zero unit scale marking was printed on the barrel. A review of the device history record was completed for batch # 1242719 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200977068, 200976824] noted that did not pertain to the complaint. There was one (1) notification [200977243] noted for missing print based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced misaligned scale marking. The following information was provided by the initial reporter, translated from korean to english: the very first scale mark (zero point) is not printed.